Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose with a highest continuous glucose monitor (cgm) value of 313 mg/dl and a reported duration of two hours while using the ilet with a subcutaneous insulin pen used externally while remaining connected to the pump, after eating a high-carbohydrate meal without making a meal announcement. The device component implicated was the user interface with an identified usage problem of improper or incorrect procedure or method. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included an unexpected medical intervention in the form of medication (external insulin) to address the event without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.